Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Supplemental report four of four for the same event; see also 3004485144-2016-00111-1 through 3004485144-2016-00113-1.

Manufacturer narrative:
The returned screw was visually and mechanically examined. It was confirmed to meet size specifications. A review of the manufacturing records did not identify any manufacturing issues which would have contributed to this event. The complaint cannot be confirmed.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report four of four for the same event; see also 3004485144-2016-00111, 00112, and 00113.

Event description:
The sales associate reported that when the surgeon inserted screws in a plate, the screw heads didn't get over the locking ring. The surgeon gave up using the screws so thicker/longer screws were used. However, the grafted bone was out of proper position, so the plate and all screws were removed. After that, he used the plate with other thicker/longer screws to complete the procedure.